Event description:
Before pts connect a fresh bag to their y-set, they normally flush the bags. These bags have been found to have small leaks, which if connected to the pts would result in infection. Several pts involved, date of event 8/3 - 9/17/96.